Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with an unk product on (B)(6) 2007, to treat her pelvic organ prolapse. Plaintiff's attorney alleged plaintiff suffered injuries, including infections, pain, mental anguish, discharge, and multiple corrective surgeries. Plaintiff's attorney also alleged plaintiff experienced significant mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and will likely undergo add'l medical treatment and procedures.

Manufacturer narrative:
It is unk which ams pelvic mesh product was implanted. Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.